Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter.

Event description:
Information was received from a healthcare professional regarding a patient receiving medication via an implanted pump. The indication for pump use spinal pain. On 25-jul-2016 compatibility guidelines were requested because the patient was being scanned to assess for a granuloma.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.